Event description:
A caller reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided complete pump reset instructions. Following these instructions, the caller performed a pump reset and was able to successfully start their sensor session without the error reoccurring.